Event description:
The facility reported an infuso.r. Pump with "short in circuit board". This event occurred upon power up in the "surgery" department. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported problem of an infuso.r. Pump with a "short in circuit board" was not confirmed since the device was not sent in for evaluation.additional information: a device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.